Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a procedure of hysteroscopic plasma resection, the subject device was used. In the procedure, an error occurred frequently. The intended procedure was completed with another device. There was no patient injury reported. Field service engineer of osh reported follows; the function of the subject device wasn't abnormally. The subject device is normally used in the hospital. This is the report regarding the error and device replacement.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed for the subject device and found no irregularities. Based on the information provided by olympus shanghai, omsc assumes that the event was attributed to the usage condition, failure of the connection or malfunction of the combined device. The instruction manual states the corresponding method when there is an abnormality for the device and the handling method of the device.